Event description:
Hill-rom received a report from the account stating the bed would self-run when the bed is plugged in. The bed was located in the ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the right caregiver overlay had a stuck switch. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right caregiver overlay and the issue was resolved. Based on this information, no further action is required.